Event description:
The customer reported that while preparing the subject device for an unspecified diagnostic procedure, scope error e315 occurred. There was no delay in the procedure, and no patient or user injury were reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the customer¿s reported scope error e315 was not reproduced or confirmed. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to event description: additional information was received stating that the procedure was completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e2, e3, g2, h6 (findings), and h10. Correction to h10: during inspection and testing, the customer¿s reported scope error, e315, was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the e315 error message was confirmed, the cause could not be specified. Olympus will continue to monitor field performance for this device.